Event description:
The patient reportedly experienced intermittencies between the external equipment and the cochlear implant. External equipment was exchanged; however, the issue was not resolved. Revision surgery will be scheduled.